Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "exchange with no complaint against the device." Healthcare professional later reported "permanent shape of a fold at the inferior pole," and "potential rupture of breast implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, rupture

Event description:
Patient reported left side "exchange with no complaint against the device." Healthcare professional later reported "permanent shape of a fold at the inferior pole," and "potential rupture of breast implant." Device has been explanted and replaced.